Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure to follow instructions the event can be prevented by following the instructions for use which state: ¿for inspection of the objective lens cleaning function and inspection of the auxiliary water feeding function: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross - contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the air/water cyclinder/tube. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct and update information that was previously submitted in the initial report. Updated fields: d4, g1, h2, h11 corrected fields: h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.